Manufacturer narrative:
Concomitant products: 439688 lead, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) that the device classified as supra ventricular tachycardia (svt) due to onset criteria, preventing the delivery of therapy. The patient was externally defibrillated in order to terminate the rhythm. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.